Event description:
It was reported that after starting on the ilet pump, the patient experienced frequent low glucose episodes and expressed frustration with lack of expected support; the patient reported crawling to obtain rapid-acting carbohydrates and appears to have overtreating behavior when glucose trends downward, with a subsequent rebound to a high glucose level. Symptoms included shaking/tremors and muscle weakness. Outcomes included serious injury/illness/impairment and unexpected medical intervention requiring medication in the form of oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding a device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.